Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01 serial # (B)(4). Stockert model # m-5463-01 serial # (B)(4). Coolflow pump model # m-5491-02 serial # (B)(4). (B)(4).

Event description:
It was reported that during an idiopathic vt ablation procedure, it was confirmed by an echo that the patient suffered a cardiac tamponade. A pericardiocentesis was performed and the patient was in stable condition. During the case the physician was having difficulty keeping the catheter in the left ventricle and the catheter kept going back into the aorta. There was high impedance during the entire case and the physician was notified of this.